Manufacturer narrative:
E1: initial reporter facility name - (B)(6) hospital.

Event description:
It was reported that catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During procedure, an unknown guidewire became entangled with the catheter. The procedure was successfully completed using another catheter of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
E1: initial reporter facility name - (B)(6).

Event description:
It was reported that catheter issue occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During procedure, an unknown guidewire became entangled with the catheter. The procedure was successfully completed using another catheter of the same device. The patient condition following the procedure was stable. It was further reported that the catheter and the unknown guidewire had to be removed as one unit, and no damage was noted with the guidewire.